Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The rep reported that the stimulator has been off since the date of the report, and they do not yet know whether the pain is still present. According to the initial information given by the surgeon, the patient has not mentioned any other event, incident or accident prior to the one described. They even specify that everything was fine, in every respect, before the event described. The patient will be seen by on april 30.

Manufacturer narrative:
Product ID 978b128 lot# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: model, serial/lot #: unknown, ubd: unknown , UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The rep reported environmental factors confirmed: no irm , no accident , no other surgery, no fall, but use of shock wave equipment to relieve neck pain. Pain at the level of the stimulator and the lead when the stimulator is off, and more pain (at the level of the sacrum) when the stimulator is on. Impossible to find a correct program without pain. No particular event in the report. Rep is waiting for the operating date for explantation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported that the urologist informed rep this morning of the following facts: a patient wearing an interstim ll with everything was working fine was in the same room as a lady wearing an insulin pump + sensor. When the lady was using their device, the patient with the interstim ll experienced strong discharges every time. Since then, patient has lost all the effectiveness of the therapy and still experiences pain in the area of the casing and electrode. It is known that interactions are possible, but only when the same person is possibly wearing two systems. In this case, we're talking about two different people, who were in the same room, without being particularly close. As a first step, rep has advised the doctor to turn off the stimulation as a precaution. As a second step, the patient will have to be explanted, as they are still in pain.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient did a training with a person carrying an insulin pump sensor. The patient had "chestnuts" when the person with the insulin pump plugged in their device and, since then, loss of efficacy and lead and housing pain. An x-ray is scheduled for the (B)(6). It was noted that the rep advised the doctor to turn off the stimulation and afterwards advised the doctor to explant all equipment because of the pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The rep reported for the moment, the patient doesn¿t want be explanted.